Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal (baclofen) with concentration 1000 mcg at a dose rate of 140 mcg via an implantable pump. The patient's medical history included cerebral palsy. It was reported that an alarm issue occurred. The pump's critical alarm didn't go off since the pump had stopped after a magnetic resonance imaging (MRI) scan. The patient had an MRI after the dbs surgery on (B)(6) , and the pump stopped abnormally after that, and it was not until (B)(6) that the stoppage was discovered. However, yesterday ((B)(6) 2025), the patient's parents raised the issue that the fact that no one noticed the pump stop alarm for a month means that the alarm never went off. Factors that may have led or contributed to the issue was noted as not applicable. Actions taken to resolve the issue was indicated as not applicable. It was unknown if the issue was resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025. The pump remains implanted and in-service.

Manufacturer narrative:
B3 correction: the event date was corrected to indicate 2025-apr-01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that all of the motor stall events were after the MRI scan. The patient did not experience any signs/symptoms as a result of the motor stalls. Regarding the motor stalls following MRI that had recovered on 2025-may-19, it was stated that the motor stall recovery coincided with device interrogation. No further actions were planned to resolve the intermittent motor stalls and motor stall following MRI and the event had been resolved. The pump remained implanted and was still in use.

Event description:
Additional information was received from a company representative. The pump had recovered from the motor stall. The patient was receiving baclofen from the pump after recovery without problem. A pump log was provided which indicated that the pump had been stopped for 829 hours and 52 minutes. The pump log provided also captured the following events: (B)(6) 2025 21:15 ¿ critical alarm regarding motor stall, (B)(6) 2025 22:34 ¿ pump motor stall recovery, (B)(6) 2025 22:02 ¿ critical alarm regarding pump motor stall, (B)(6) 2025 22:29 ¿ pump motor stall recovery, (B)(6) 2025 04:45 ¿ critical alarm regarding motor stall, (B)(6) 2025 05:06 ¿ pump motor stall recovery, (B)(6) 2025 20:26 ¿ critical alarm regarding motor stall, (B)(6) 2025 20:26 ¿ critical alarm regarding motor stall exceeding 48 hours, and (B)(6) 2025 10:25 ¿ motor stall recovery.

Manufacturer narrative:
H6 update/correction: the previously applied device code a160102 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.